Event description:
The patient's sister reported that the patient passed away on (b)(6) 2026. It was reported that the Omnipod 5 controller does not power on after charging. It was confirmed that the patient was using the device at time of passing. The cause of death is unconfirmed. At this time there is insufficient information to determine if Insulet's device caused or contributed to the reported event. A supplementary report will be filed should additional information be received.

Manufacturer narrative:
In the case description, it was mentioned that the controller would not turn on, even after charging. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was charged to 70% and was able to turn on and boot up with no issues. Review of the Android log files downloaded from the controller found no abnormalities that would prevent it from turning on. The log files showed that the battery was allowed to deplete on (b)(6) 2026 and the controller was not plugged in to charge. The next time the controller was interacted with after (b)(6) 2026 was the date of the investigation (29Jul2026). Review of the patient history buffer (PHB) audit log files found that the system was used in Automated Mode leading up to the reported date of passing. The PHB data showed that the user's estimated glucose values were remaining in range until a sharp increase from 119 mg/dL to Urgent High (greater than 400 mg/dL) occurred between 22:34 on (b)(6) 2026 and 01:19 on (b)(6) 2026. The user's estimated glucose values remained at or around Urgent High for the remainder of use. The PHB data showed that the automated algorithm responded appropriately to the increase, increasing the microbolus amount delivered until the maximum microbolus amount based on the user's adaptive basal rate was reached. An Automated Delivery Restriction alert was generated at 01:54 on (b)(6) 2026 due to the automated algorithm delivering the max microbolus amount for an extended period in response to the increasing and high estimated glucose values. The Automated Delivery Restriction alert was acknowledged at 01:55 on (b)(6) 2026 and the system was transitioned to Manual Mode. The system was used in Manual Mode, delivering the user's manual basal program of 0.9 U per hour for 24 hours regardless of the estimated glucose values received, until the system was switched back to Automated Mode at 12:31 on (b)(6) 2026. An Automated Delivery Restriction alert was generated at 21:49 on (b)(6) 2026. This alert was not acknowledged, resulting in the system being used in Automated Mode: Limited and delivering Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate, for the remainder of use. No evidence of the system failing to deliver insulin or being unable to turn on was observed in the available log files. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type:Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.